Event description:
Medtronic received information regarding a pipeline that was kinked and could not open in the middle during a procedure. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular left internal carotid artery (ica) c7 segment aneurysm. The aneurysm max diameter was 16mm and the neck diameter was 8mm. Vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered and pru level was normal.  It was reported that the pipeline and all accessory devices were prepared per the instructions for use (IFU). During deployment, it was found that the pipeline stent was kinked in the middle and could not be opened. After several adjustments, it still could not be opened. The pipeline was removed from the patient's body and it was noted that the device remained kinked. The pipeline was replaced to complete the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pipeline had not been placed in a vessel bend when it failed to open. Resheathing had been performed three times to attempt to open the pipeline.

Manufacturer narrative:
The pipeline flex embolization device was returned for analysis within a shipping box, within a plastic bio-pouch, and within a dispenser coil. ¿ visual inspection/damage location details: no bends or kinks were found with the pipeline flex pusher. The pusher resheathing pad, sleeves, and tip coil were found in good condition. The pipeline flex braid was returned detached from the pusher. Therefore, the proximal and distal ends could not be identified. The braid ends and middle section were found open; however, the ends were found damaged (frayed). ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open at middle section (hourglass shape)¿ and ¿pipeline damaged during delivery/retrieval¿ reports could not be confirmed. The returned pipeline flex braid was returned with the middle section fully open. Images relevant to the complaint were not provided for review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.